Manufacturer narrative:
The printed circuit board with the on/off switch was investigated. The circuit board was mounted in a panel unit and tested in a ventilator system. The reported event could be reproduced in a lab environment. The problem was also confirmed by measurements of the resistance in the on/off switch, which showed increased resistance. An earlier investigation of similar failures led to implementation of preventive measures. An on/off switch cover was introduced in 2007. Software monitoring of the on/off circuitry to detect the inaccurate on/off state of the on/off switch was also implemented in 2007 and a new toggle switch was introduced in 2008. The on/off switch in this complaint was mfg before introduction of the preventive measures. (B)(4).

Event description:
It was reported that the ventilator was impossible to turn off when the on/off switch was set to off-position. (B)(4).